Manufacturer narrative:
The lead was sent to pathology and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited increased pacing impedance measurements, including high out of range measurements. Additionally, pacing threshold measurements were noted to be high. An invasive procedure was performed. Difficulty was experienced retracting the helix mechanism. The lead was successfully removed via laser extraction. No additional adverse patient effects were reported.